Manufacturer narrative:
The actual sample was returned on 01/22/1998. Ballooning of the tube at the break site, proximal to the weighted tip was obvious. This profile is characteristic of excessive pressure being applied to a clogged tube. Labeling addresses this issue and is a part of the file. Tube clogging may have resulted from hydromer non-adhesion. This problem has been addressed and corrective action implemented. The complaint lot was produced prior to initiation of corrective action.